Event description:
The customer stated that they had been having high blood glucose levels lately; 300 mg/dl to 400 mg/dl. The customer stated that a few weeks prior to the phone call the infusion set had a bent cannula. The customer's blood glucose was 226 mg/dl. The customer stated that they were thirsty and had frequent urination. The drive support cap of the insulin pump was recessed. Troubleshooting was performed and everything tested within specification. The high pressure test passed. In the alarm history there were low reservoir and low battery alert present. The cannula of the infusion set was not bent. The customer also stated that they were up during the night with low sensor alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).